Event description:
Reporter indicated that programming wand was no longer working and that it was "falling apart" the programming wand has not been returned. Attempts to gain add'l info have been unsuccessful.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to serious injury or death.